Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The target lesion was located in a severely calcified and severely tortuous right coronary artery (rca). The physician used a 6fr. Guide catheter and guide wire and attempted to direct stent with the 3.5x32mm liberte' stent. The stent delivery system was unable to cross the lesion. Balloon angioplasty was performed and the physician went back down with the liberte' stent. The physician experienced difficulty crossing lesion again and dottered the catheter in an attempt to cross the lesion. The physician then reported feeling something unusual and found that the hypotube had detached from the balloon catheter, about 10 cm from the distal tip, by the monorail exit port. Only the hypotube was able to be removed initially. The physician was able to successfully remove the wire, guide catheter and distal non-bsc stents. No pt complications occurred. Pt status is satisfactory.